Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 lot number is 80176501 and the expiration date is 31-oct-2025. A field service engineer (fse) cleaned the reagent and sample probe, checked the sample probe adjustment and reagent probe adjustment. He cleaned the rinse stations, cleaned inside of the machine to clear dust, cleaned the incubation bath, and the water tank. He drained the tube for the vacuum tank and degasser drain and completed a mechanism check to verify that there wasn't any leakage, completed an air purge 3 times, and performed a cell blank measurement that passed. The sodium hydroxide diluent was expired as of (B)(6) 2023. A general reagent problem can be ruled out because calibration and qc were in range during the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant hemoglobin a1cdx gen.3 result from the cobas c 303 analytical unit. The initial result was 8.15%, the repeat result on (B)(6) 2025 was 5.35%. The same sample was tested again on a different non-roche analyzer and the result was 5.15%. A repeat result from another lab was around 5.0%. The result from another lab made the patient question her results, and the lab then repeated the sample.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.